Manufacturer narrative:
The company service rep was not able to reproduce the reported problem. As a precautionary measure, the coiled cable (part number (B)(4)), display to receiver cable, (part number (B)(4)), the color video board (part number (B)(4)), and the inverter dc to ac board (part number (B)(4)) were replaced. The unit was tested to factory spec. It functioned normally and was returned to the customer. A review of the service history of the device does not indicate any systemic issues.

Event description:
The customer reported that while the unit was in use on a pt, the display was intermittently going blank and coming back on by itself. The assist function was not affected. No pt injury was reported.